Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an shoulder procedure, after insertion of the double loaded bio-composite swivel ar-2324bct-2, the sutures pulled out. The surgeon opened a second ar-2324bct-2, and the same incident occurred. The surgeon did not remove the ar-2324bct-2, both the eyelet and anchors from both ar-2324bct-2¿s remain in the patient. The case was completed using an ar-2324bcc.